Event description:
It was reported that the procedure included treatment of a re-clotted loop graft in the patient's lower arm. During the procedure, the stent graft was deployed without any difficulties at the target site, the venous anastomosis in the basilic vein, then the physician was about to perform post-dilatation when it was identified that the stent graft had moved and was in the basilic vein. The stent graft could not be moved back to the target site this the physician decided to post-dilate the stent graft and leave it in place. The target lesion was only treated with angioplasty. The following day, the patient's arm was swollen in the area of the stent graft and the lesion had reclotted. The patient underwent ij catheter placement and was referred to the surgeon for further evaluation of the lesion.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device remains implanted; the event investigation is currently underway.